Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a 'cook bakri postpartum balloon with rapid instillation components' device ruptured during use. At ¿hour 8¿ postpartum, it was determined that the patient required treatment for secondary postpartum hemorrhage, due to retained products of conception and uterine atony, following a single vaginal delivery. The user successfully inserted the device, transvaginally, by hand, without difficulty and the balloon was inflated with 500cc sterile saline. The user used an ultrasound to confirm balloon placement and the patient was being monitored. Approximately 30-35 minutes after device placement, the patient noted feeling an "explosion in her belly" as well as vaginal discharge. The user removed the balloon and noted a tear along the entire length of the balloon. Ultrasound was used to ensure no part of the device remained in the uterus and no lesions were present. The patient was stable, and a second device was not indicated. Hemostasis was achieved by initial device use and pharmacological treatment. A blood transfusion was not required. The patient had an estimated blood loss of 1010cc prior to device placement, which was determined through collection and linen weight. It was reported that the device did not come into contact with any metal tools (forceps/suture needles). A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported that the balloon of a 'cook bakri postpartum balloon with rapid instillation components' device ruptured during use. At ¿hour 8¿ postpartum, it was determined that the patient required treatment for secondary postpartum hemorrhage, due to retained products of conception and uterine atony, following a single vaginal delivery. The user successfully inserted the device, transvaginally, by hand, without difficulty and the balloon was inflated with 500cc sterile saline. The user used an ultrasound to confirm balloon placement and the patient was being monitored. Approximately 30-35 minutes after device placement, the patient noted feeling an "explosion in her belly" as well as vaginal discharge. The user removed the balloon and noted a tear along the entire length of the balloon. Ultrasound was used to ensure no part of the device remained in the uterus and no lesions were present. The patient was stable, and a second device was not indicated. Hemostasis was achieved by initial device use and pharmacological treatment. A blood transfusion was not required. The patient had an estimated blood loss of 1010cc prior to device placement, which was determined through collection and linen weight. It was reported that the device did not come into contact with any metal tools (forceps/suture needles). A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information and results of the investigation, cook has concluded that the most probable cause of the reported event could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.